Event description:
Additional information received noted that the device had the battery performance. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable after the change-out.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced multiple shocks and presented in clinic. Upon check-up, the patient was found with several episodes of ventricular tachycardia on november 12th, and some of the delivered shocks were ineffective. The cardiac resynchronization therapy defibrillator reached battery performance upgrade recently and intermittently afterwards measured low, out-of-range high voltage shock impedance. The device was explanted and replaced. The patient was stable after the change-out.

Manufacturer narrative:
The reported event of low hv lead impedance and low hv output were unconfirmed. Bench testing was performed and showed normal device function. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.